Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 275 units of insulin during the load sequence. Additionally, it was reported that an occlusion alarm occurred. A system check was performed by tandem technical support and the occlusion was found to be within the cartridge. Customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was 320-410 mg/dl.

Manufacturer narrative:
The failure investigation has been completed and the alleged occlusion alarm issue was verified in the pump logs; however, no failure was identified. Based on the analysis, the alleged minimum fill notification issue could not be verified.